Event description:
It was reported that the right atrial lead exhibited impedance greater than 2500 ohms. The patient would be sent to his regular follow-up facility for lead replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.